Manufacturer narrative:
(B)(4). We will fill a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the radiologist while reading a CT clinical procedure on a pt found the CT hounsfield unit (hu) measurement in the liver to be 50-60 hu higher than the normal hu range. The philips field service engineer (fse) confirmed there was no harm to a pt operator or bystander. The fse determined the cause was from a bad calibration table and performed hounsfield correction (hcor) to resolve the issue. If the CT valve were off by 50-60 hu, there is potential for misinterpretation and/or mistreatment of a pt as a result of this reported event.

Manufacturer narrative:
(B)(4). On 06-jan-2015, the radiologist at (B)(6); reported that while reading a CT clinical procedure on a patient, found the CT hu measurement in the liver to be 50-60 hu higher than the normal hu range, for their brilliance 64 slice CT system. After scanning was complete, the radiologist observed that the image was whiter than normal. There was no rescan or reinjection required. The customer contacted philips service for assistance in resolving the issue. On 06-jan-2015, the philips field service engineer (fse) was dispatched to the site. The fse arrived at the customer site and evaluated the system. The fse confirmed there was no harm to a patient, operator or bystander. The fse reported that the problem occurred on an unknown date in (B)(6) 2014, but the customer did not pay much attention and continued using the system until (B)(6) 2015. The fse confirmed that the issue did not result in a misinterpretation or mistreatment of the patient from (B)(6) 2014 until (B)(6) 2015. The fse determined that the cause of the event was due to a bad calibration table. Therefore, the fse did x-ray tube (xrt) focal spot (fs) width, xrt dynamic focal spot (dfs) position, phantom, air calibrations, synchronized calibration tables between the host computer and the common image reconstruction system (cirs), hounsfield correction (hcor) calibrations, and backup, to resolve the malfunction. After repair, the system was working as expected and the quality of the image also improved. The fse repair actions were documented in a service work order. The fse stated that previous hcor calibration was performed on (B)(6) 2009, during system installation. The log files were provided by the fse for evaluation. The logs were reviewed by CT engineering. Engineering determined that based on a review of data available, it appears that the calibration values were either out of tolerance or the calibration was not performed. Based on this analysis, the probable root cause for the unexpected values would be a failure to perform all hcor calibrations or data corruption leading to invalid values. With the information available it is not possible to confirm a single root cause for this issue. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: perform iq verification & review. Daily and monthly image quality checks by operator. Verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters. Operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. The system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. The CT scanner shall be operated by qualified operators only. The fse did xrt fs width, xtr dfs position, phantom, air calibrations, synchronized calibration tables between host and cirs, hounsfield correction (hcor) calibrations, and backup, to resolve the malfunction. The fse determined that the cause of the event was due to bad calibration table. After review of the log files by CT engineering, probable root cause for the unexpected values would be a failure to perform all hcor calibrations or data corruption leading to invalid values.